Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified holes in the surface of the pebax and cracked peek housing with internal wires exposed. Initially, it was reported that during the operation, the catheter was unable to deflect or relax normally. The tip of the device was found slightly bent when it was without deflection. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection and bent tip issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 04-jun-2024, there were two holes in the surface of the pebax and cracked peek housing with internal wires exposed. The cracked peek housing and broken pebax were assessed as MDR reportable. The awareness date for this reportable lab finding was 04-jun-2024.

Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection and deflection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed two holes in the surface of the pebax and cracked peek housing with internal wires exposed. Deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire was found broken inside the handle. A manufacturing record evaluation was performed for the finished device lot number 31225815m and no internal action was found during the review. The deflection and bent tip issues reported by the customer were confirmed. The potential cause for the cracked peek housing and broken pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause for the broken puller wire could not be established. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft. Twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).